Event description:
Manufacturer's investigation department found the lcd screen on the aviva meter had a marbled appearance (spider-web appearance), possibly indicating an electrical short. Customer did not indicate smoking, flaming or meter being warm to touch. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.